Event description:
The pt/reporter claimed that equate denture adhesive, after she used it for the first time, made her nauseated and vomit. In addition, the product also had a bad smell.

Manufacturer narrative:
Reserve sample (30711) with the same lot as the suspect sample was tested for total aerobic plate count and attributes. No issues were identified with the test results.